Event description:
The exact target lesion is unknown however the lesion was 100% stenosed with heavy calcification and vessel was slightly tortuous. It was reported that after the balloon catheter crossed the lesion it ruptured that after the balloon catheter crossed the lesion it ruptured at 4 atmospheres due to heavy calcification. There were no reported pt complications. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.